Manufacturer narrative:
The devices originally reported here do not belong to zimmer biomet but to a different manufacturer. Complaint (B)(4) will therefore be invalidated; please delete report 0009613350-2020-00451 from your system.

Event description:
A profemur stem with a broken cone was replaced by a brehm stem. These devices do not belong to zimmer biomet but to a different manufacturer. Complaint (B)(4) will therefore be invalidated; please delete report 0009613350-2020-00451 from your system.

Manufacturer narrative:
Concomitant medical products: unknown head hip impl win gen; item# unknown; lot# unknown. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to implant fracture.